Event description:
A female pt was injected by dr. (B)(6) on (B)(6) 2011 into nasolabial folds and a day later reported swelling. As a part of a routine procedure, all pts are given arnica after the injection. The pt started arnica on (B)(6) 2011. On (B)(6) 2011, the pt went to her own physician and he diagnosed cellulitis and infection. On (B)(6) 2011, the pt was seen by dr. (B)(6) and the events were confirmed. The pt was injected with rocethin im, once; oral clindamycin 150 mg twice a day, duration unk, and oral tylenol 500 mg as needed. On (B)(6) 2011, the pt was seen in the office, the swelling resolved; the pt was localized infection and was given a topical antibiotic, name not given. On (B)(6) 2011, the pt was injected with rocethin im, once. The left nostril has a discharge, and the outer layer of the nostril has ulceration. On (B)(6) 2011, during medical consultation with dr. (B)(6), he indicated his pt developed a severe cellulitis within days after her radiesse treatment. She opted to go to her primary care md when she developed headache, pain and fever addition to excessive swelling to the left nare region. She was placed on oral and topical antibiotics and it is unk whether a culture was obtained. She has since followed up with dr. (B)(6) in his office and he was quite surprised to see the extent of swelling and erythema extending out from the nare. He has treated her with im rocephin over the past two days. The swelling and redness are becoming more localized but he described a "separation of her left nostril." He did not identify anything unusual at the time of her treatment. She has had radiesse twice prior to this w/o any issues. Shared that in addition to infectious concerns other things to consider would be angular artery compromise given the extensive involvement of the nare region. Imparted that the current treatment may be helping but also to consider local wound care to aid in soft tissue healing. It was shared to refer the pt to a plastic surgeon or enlist the help of another physician/colleague in treating her. Despite several attempts to obtain pt's recovery status, no add'l info was rec'd.

Manufacturer narrative:
The device history records for lot 1025506 were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.